Manufacturer narrative:
The complaints for ''post-implantation - stenosis'', ''post-implantation - leaflet thickened/halt'', and ''post-implantation - leaflet motion restricted-in patient'' were confirmed based on the medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''approximately 1 year and 1 month post tavr procedure with a 26mm edwards sapien 3 ultra valve in the aortic position, the valve was failing. The patient presented with severe aortic stenosis and the echo confirmed thickened leaflets and thickened mobility''. Per IFU, thickened leaflet was potential adverse events associated with the use of valve. Thickened leaflet can result from a number of factors, including valve degeneration, calcification, endocarditis, and prosthetic valve thrombosis. Per medical record, patient had history of chronic kidney disease (ckd)/ersd which is a well-known factor for valve calcification leading to thickened leaflets. As such, available information suggests patient factors (chronic kidney disease (ckd)/ersd) may have contributed to the reported leaflet thickening. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. In this case, the patient had history of chronic kidney disease (ckd)/ersd, which led to the leaflet thickening. Thickening of leaflet could reduce the orifice area resulting in stenosis. As such, available information suggests patient factors (chronic kidney disease/ersd, leaflet thickening) may have contributed to the reported stenosis. As the leaflets thickened, it could affect the leaflet functionality/ coaptation of leaflets, resulting in leaflet motion restriction. As such, available information suggests that patient factors (leaflet thickening) may have contributed to the reported leaflet motion restriction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.

Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported from field clinical specialist, approximately 1 year and 1 month post tavr procedure with a 26mm edwards sapien 3 ultra valve in the aortic position, the valve was failing. Per the valve clinic coordinator, the patient presented with severe aortic stenosis and the echo confirmed thickened leaflets and thickened mobility. The gradient of the failing valve was 108.37mmhg with a velocity of 3.76m/s. There is no mentioned calcification, pannus, thrombus or vegetation.